Event description:
Vns pt developed epiglottitis and subsequently received a tracheostomy tube. Treating neurologist reportedly did not believe that the epiglottitis was caused by the vns therapy system. Further follow-up revealed that the pt recoved from the epiglottitis, but that they later died. Cause of death is not known at this time. No autopsy was performed. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices and revealed no anomalies that would adversely effect device performance. There is no evidence at this time the vns system caused or contributed to the reported event.